Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
(B)(4): it was reported that since implantation, the patient had received ¿solid¿ stimulation from the knee to the foot, but stimulation from the knee to the hip had varied by increasing and decreasing. Omitted information relevant to (B)(4).